Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose readings and excessive no deliveries from the insulin pump. The customer's blood glucose reading was 419 mg/dl. The customer treated with manual injections. The customer stated that the no delivery occurred during manual prime. The customer stated that the alarm was not recurring. The customer was advised to clear the alarm with the escape and act buttons. The customer was advised to reinsert the reservoir and run manual prime. The customer stated that insulin did exit. The customer stated that the pump did not alarm no delivery. The customer was advised that the pump is working as designed.